Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid and an unknown medication via an implantable pump for failed back surgery syndrome, post lumbar laminectomy syndrome, and spinal pain. The patient reported when they first got the pump many years ago they went into a spa and it was too hot, and it overdosed them. It was indicated this happened 10-15 years ago, and the patient may have been receiving morphine at the time. No further information was provided regarding this event. No further complications were reported or anticipated.